Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer¿s continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. Cause was not known. Subsequently, the customer was vomiting. Customer consumed carbohydrates to address bg level.